Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". "Particles in valve". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4, d.9, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear). As per the investigation procedure crease, wear abrasion and particle were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation", "particles in valve". This record is for the right side. Device has been explanted.